Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frequently no or intermittent response by button presses on the act button. The caller stated that the insulin pump was not dropped or exposed to moisture. The customer's blood glucose was 110 mg/dl. The issue occurred during normal device use. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump also had minor scratches on the lcd window.